Event description:
The customer reported device fails system pressure testing; device makes an odd noise when starting up; device does not pressurize. The customer reported there was no patient involvement.